Manufacturer narrative:
The customer reported that the nurses are not agreeing with the mean arterial pressure (map) on the bsm (bedside monitor) when compared with the map calculated manually. Nihon (B)(4) continues to investigate the reported event. Nihon will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the nurses are not agreeing with the mean arterial pressure (map) on the bsm (bedside monitor) when compared with the map calculated manually.